Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an implantable cardioverter defibrillator inappropriately administered shock therapy. It was noted that the patient experienced a ventricular fibrillation event, however the device incorrectly interpreted the episode as supraventricular tachycardia and therapy was inappropriately delivered. In addition, undersensing was noted. Programming changes were made. The patient was in stable condition.